Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was to tent the iliac branch graft during an eva procedure. Left brachial approach. The stent would not pass through a 7fr flexor check flo introducer sheath. The physician had difficulty passing the stent into the hub of the sheath. The compatability of the sizes were checked but the clinicians could not advance using either a rosen 260 cm wire or a lunderquist 260 cm wire. The stent was withdrawn and a replacement was successfully passed without any incident.

Event description:
N/a.

Manufacturer narrative:
Analysis: the returned 10mm x 59mm x 120cm advanta v12 was evaluated to determine the cause of the complaint that the stent would not pass through the 7fr flexor check flo introducer sheath. On initial inspection the stent was still in its original crimped position between the two gold radiopaque marker bands. The catheter shaft was kinked at the proximal balloon bond. No other damage was noted. The crimped stent diameter was measured and was 2.5mm. The crimped stent diameter is only a reference dimension as the quality control lot qualification testing requirement is that the crimped stent must pass through the introducer sheath. The sheath passage requirement is tested on every lot of catheters produced to ensure the integrity of the device. The usual test quantity is 20 samples. To investigate the complaint further an 0.035 cordis emerald green coated guidewire was advanced the length of the stent delivery system. The v12 was then prepped per the instructions. The stent was then attempted to be placed through a new cook 7fr flexor check flo introducer sheath cat# g29985 lot# 5762913. The sheath was also prepped per the instructions for use. On advancement of the stent into the sheath the stent became lodged in the septal valve of the sheath when just over half the stent was introduced into the valve. This was attempted again on another separate 7fr flexor check flo introducer sheath cat# g29985 lot# 5718411 with the same result. The stent could not pass completely through the septal valve of the 7fr sheath. A new cordis avanti 7fr introducer sheath p/n 402-607a was obtained. This is the same sheath used in the quality control performance inspection that is conducted on samples of every production lot of catheters. The sheath was prepped and the returned 10mm x 59mm v12 was advanced through the sheath. The stent did pass through the sheath. A full review of the lot history records has been performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the deflated balloon to be withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check . Conclusion: based on the investigation the returned 10mm x 59mm x 120cm device could not pass through a 7fr cook flexor introducer sheath as described in the initial complaint details. A corrective action is in progress.